Event description:
The physician reported about a patient who experienced spontaneous vomiting and had to have vns explanted to resolve the vomiting. Patient identity and other details regarding the event were not provided and the physician refused to provide any further information.